Manufacturer narrative:
Additional information provided in d9, h3, h6, and h11. A review of the device history record traceable to the reported serial number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Within the preventive maintenance program, the device was successfully verified, per service and installation record, prior and after the day of treatment. Most recent preventive maintenance from field service engineer. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during this period. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No root cause for the customers reported event could be determined, since the reported product was found to be within specifications for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that bubble in flaps caused incomplete flap in the left eye of a patient during lasik surgery. Additional information reports that post operative week two with ingrowth, multi foci with hinge flap melt and attempted to lift the flap found adhered area of operculum near pupil. Amputated flap after complete conversation with patient bandage contact lens. Patient had experienced blurry vision and delayed healing and patient symptoms were resolved.